Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, the pump shut off and the customer did not know why the pump had shut off. During troubleshooting with tandem technical support, it was confirmed via the pump history, that the pump had turned off due to insufficient battery power. The customer's blood glucose (bg) level was impacted 300 (mg/dl). The customer took a manual injection. During troubleshooting, the malfunction alarm was cleared and insulin delivery was able to be resumed.